Event description:
It was reported by the patient that post a coronary artery drug eluting stenting treatment procedure, his taxus express2 drug eluting stent was "blocked up." The patient reported that some time in 2006, he had an unknown size taxus express2 drug eluting stent placed. An unspecified amount of time later, the stent "blocked up." No further information was available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.